Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's audio is too low, when an alarm sounds or a key was pressed audio was much quieter than normal found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'the audio when an alarm sounds or a key is pressed is much quieter than normal' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be dislodged speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.